Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion.

Event description:
It was reported that the vns patient¿s device showed high impedance. It was noted that the patient had recently experienced a fall. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin does not appear to be fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. The patient underwent surgery on (B)(6) 2014. The lead pin was reinserted into the generator header and the high impedance condition resolved.